Manufacturer narrative:
(B)(4). Info not received. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they are returning their unit for service. Description of failure: error code. Blue cable damaged after the 6th taking away. No reported pt consequence.